Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a pacemaker implantation procedure, the subject lead was inserted into the patient¿s heart. After the lead tip was fixed with the helix in the cardiac muscle, the sheath was peeled away; then, it was found that blood had infiltrated into the inside of the lead, reaching near the connector part. Due to the possibility of blood infiltration into the stylet lumen, the use of the lead was discontinued and the lead was extracted from the patient¿s body. A different lead was thus implanted.

Manufacturer narrative:
Correction: the device code in section has been modified. Please refer to the attached investigation report.

Event description:
Reportedly, during a pacemaker implantation procedure, the subject lead was inserted into the patient's heart. After the lead tip was fixed with the helix in the cardiac muscle, the sheath was peeled away; then, it was found that blood had infiltrated into the inside of the lead, reaching near the connector part. Due to the possibility of blood infiltration into the stylet lumen, the use of the lead was discontinued and the lead was extracted from the patient's body. A different lead was thus implanted.